Event description:
During a percutaneous transluminal angioplasty (pta), once the slalom thrill (4.0/40mm) balloon catheter was inflated in the lesion, the physician noticed that there was leakage from the connection of the hub and the shaft. The indicator of the everest indeflator did not move up. Therefore he removed the slalom thrill with no difficulty and intact. The procedure was finished successfully with another unknown balloon. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintain negative pressure. The contrast to saline ratio is unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The target lesion was the shunt vessel in forearm. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. The device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15443799 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty a slalom thrill (4.0/40mm) balloon catheter was inflated in the lesion and the physician noticed that there was leakage from the connection of the hub and the shaft. There was no patient injury reported. The target lesion was the shunt vessel in forearm which was mildly calcified, tortuous with 90% stenosis. The indicator of the everest indeflator did not move up. Therefore, the physician removed the device intact with no reported difficulty. The procedure was finished successfully with an unknown balloon. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio is unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The device was returned for analysis. One non sterile catheter slalom thrill 4x4 40cm 3.7f was received coiled inside a plastic bag. There were inflation medium residues observed in the balloon. The balloon was inflated and deflated. An unknown sheath introducer was received. No damages were noted in the device. Water was injected to the inflation port and no leakages were noted, balloon was fully inflated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿pta system leakage¿ was not confirmed as the device performed as intended during the analysis and there was no leakage noted. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR nor the analysis suggests the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.